Manufacturer narrative:
The following physician names were provided; however, it was not specified which performed the procedure. (B)(6). The hospital was (B)(6).

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.